Event description:
The customer reported during an infusion, the tubing was found ballooned. No pt harm or medical intervention occurred. The customer stated no further pt/event information was available.

Manufacturer narrative:
(B)(4). The customer's report of a balloon in the silicone segment was confirmed upon visual inspection of the set and replicated during pressure testing. The pressure test produced a balloon within the silicone segment at 16 psi; the specification is (B)(4). The silicon segment was likely weakened during customer use. The root cause could not be fully identified. Past investigation determined ballooning has occurred when an IV push is executed blow the pump when the tubing above the IV push site was not clamped off. This can cause unwanted pressure to go up into the silicone segment and caused a balloon in the tubing.